Manufacturer narrative:
E1: patient city - (B)(6). Patient country - united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2024. The blockage was in the tubing. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions the complaint (B)(4) has been evaluated. The batch 6007829 in question was manufactured at the (B)(4) site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 2 and wi guidance for functional testing for complaints area version 2 for the code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) complaint investigations. 1 used tubing was provided for investigation, also the reference samples from the lot have been requested. The following tests were performed: visual test according to wi version 2, the returned sample, test passed functional test: underwater flow, according to wi version 1, the returned sample, test passed on the reference samples a visual test according to wi version 2, was performed and 10/10 samples passed the test. On the functional test: air flow, according to wi version 1 was performed and 10/10 samples passed the test. A batch record review was conducted resulting in the following: packaging lot: the 6007829 was manufactured according to the wi version 79 manufactured in the multivac 12, on 30/jun/2024, with a total of (B)(4) units. Glue-tubing lot: the 4f01831 was manufactured according to the wi version 42 manufactured in the machine (B)(4), on 20/jun/2024, with a total of (B)(4) units. The 4f01832 was manufactured according to the wi version 42 manufactured in the machine (B)(4), on 21/jun/2024, with a total of (B)(4) units. The 4f03165 was manufactured according to the wi version 42 manufactured in the machine (B)(4), on 23/jun/2024, with a total of (B)(4) units. The 4f03167 was manufactured according to the wi version 42 manufactured in the machine (B)(4), on 25/jun/2024, with a total of (B)(4) units. The 4f03168 was manufactured according to the wi version 42 manufactured in the machine (B)(4), on 27/jun/2024, with a total of (B)(4) units. The 4f05213 was manufactured according to the wi version 42 manufactured in the machine (B)(4), on 02/jul/2024, with a total of (B)(4) units. Review of the dhrs showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 20-mar-2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) and lot 6007829 no one other complaint has been registered in database since the last 12 months. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date, additional patient or event details were received which have been added in h11.